Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was vascular tortuosity.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device, the middle of the stent could not be opened. The blood vessels were described as moderately tortuous. There was serious flattening and damage to the stent. More than 50% of the pipeline had been deployed when it failed to open, and it was resheathed more than two times. Additional steps, including the use of a wire or catheter, were required to open the pipeline. Ultimately, the pipeline was removed from the patient. Dual antiplatelet treatment was administered, and the platelet reactivity unit level was normal. The aneurysm was unruptured with a saccular morphology, a maximum diameter of 5 millimeters, and a neck diameter of 4 millimeters. The distal landing zone artery size was 3.6 millimeters, and the proximal was 4.55 millimeters. The pipeline was replaced by another product. Angiographic results post procedure showed the blood flow was smooth and there was obvious contrast agent retention in the aneurysm located in the right o phthalmic artery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex braid¿s distal and proximal ends were opened and frayed, while the middle part was fully opened without damage. No other anomalies were noted. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at middle¿ complaint was not confirmed, as the returned pipeline flex braid¿s middle part was fully opened without damage. In addition, the braid¿s distal and proximal ends were both opened and frayed. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. Therefore, the user deploying the braid in the vessel bend and a damaged braid may have contributed to the failure to open. The braid can be damaged due to re-sheathing more than two times, over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.